Event description:
Patient alert for long charge time (greater than 15 seconds) was reported. The battery voltage was 5.13v, indicating the device was 95% depleted. It was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported long charge time and the device settings indicated cap formation was set at every six months. Charge time during preliminary analysis was 16.87 seconds and 10.24 at functional testing. These values do not indicate a device problem. The only finding was longevity slightly less than the predicted model however without the history of the programmed settings throughout the device service life, there is no way to determine why the longevity did not match the predicted model.